Event description:
It was reported that an incident occurred at a facility where the clips on the bottom of the sling broke. This was a 4-point reusable sling used with a floor lift maxi move. It was mentioned that the left bottom clip broke completely and the right bottom clip was deteriorating and on its way to snapping. There was no info about possible injuries sustained. Reference MFR report number: 9681684-2014-00015.